Manufacturer narrative:
Device is placed in parts retention.

Event description:
It was reported during routine inspection at user facility that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.